Event description:
Call received from from a baxter healthcare technician, who states that while visiting a family member in this facility he saw a note posted for nurses stating the following: ¿..selecting¿dopamine (and couple of other drugs)¿will give twice the expected dose¿ or something to that effect.¿ the reported stated that he does not have any further information as to whether or not there had been any patient injuries as a result but gave the room number so that someone from the unit could be contacted. The nurse manager fro the unit was contacted and she reported that she needed to find out from her nurses if the issues are pump related or nurse use errors and she will call back when she has that information. Baxter has made three additional attempts to obtain additional information but the nurse manager has not returned any more phone calls.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA feb 01, 2007. Evaluation summary: the actual model and serial number for the colleague pump was not identified. The pump is not available for evaluation. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.